Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving lioresal baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported by the hcp that the patient presented to the hospital on (B)(6) 2017 with fever, chills, nausea, vomiting, and neck pain. Per the hcp's report, the patient was diagnosed with meningitis and no environmental/external/patient factors contributed to the event. No troubleshooting was done. On (B)(6) 2017 the hcp took the patient to surgery to explant the pump and catheter due to infection. The culture from the cerebrospinal (csf) was positive for (B)(6). The issue was resolved at the time of this report and the patient's status was "alive - no injury". No further complications were expected or anticipated.